Manufacturer narrative:
Hamilton medical ags reference: (B)(4) hamilton medical ags conclusion: it was reported that the ventilator generated exhalation obstruction alarms together with high- and low-pressure-related alarms. Log file analysis showed that no alarms were recorded on the reported event date; however, exhalation obstruction alarms were documented on (B)(6) 2025, each followed by low minute volume, high pressure, and high peep. No harm was reported, and a medical intervention was limited to switching to another device. During inspection, the service technician could not reproduce the reported condition, and no components were replaced. No abnormalities were found in the error log, service log, or instrument report. The event date was confirmed as 31 december 2025. Based on the available information, the cause is suspected to be related to the expiratory valve assembly, but this could not be verified. No further information was received. Case considered closed.

Event description:
Hamilton medial ag received the following complaint description (summary): hamilton medical ag received information that the device generated exhalation obstruction alarms together with high and low pressure alarms during patient ventilation. The ventilator was exchanged to continue treatment. No health consequences or impact were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation is ongoing.